Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer was hospitalized; details and nature of event were not provided. No additional information was provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.